Event description:
It was reported that the stent deployed in an unintended location and required surgical intervention. During a nephrostomy stent procedure in the kidney, a percuflex¿ ureteral stent 8/24 - 24-551 was used. During deployment, the stent slipped off and was deployed lower in the "girder" than intended. The patient was taken to surgery to remove the stent. The procedure was completed with the different device. No patient complications were reported and the patient status was noted be fine.

Manufacturer narrative:
Device code relates to component code. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).